Event description:
Caller reported an error with their continuous glucose monitor, known as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete information for resetting the pump and guided them through the process. After the reset, the error did not occur again, and the caller was able to successfully start their sensor session.